Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump randomly powered off even when the battery was not low. The customer¿s blood glucose level was above 200 mg/dl. Customer also reported the serial number was fading. Customer stated that during normal use the screen just go blank. Customer declined troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board 1 during visual inspection. Insulin pump received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window. (B)(4).